Event description:
It was reported that (B)(6) old caucasian female who underwent breast augmentation revision with a 375cc mentor memorygel breast implant experienced spontaneous left sided rupture post procedure. The rupture was discovered during explant surgery. Explant and replacement with 380cc mentor smooth round high profile saline prostheses was performed on (B)(6) 2022.

Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 23, 2022. The complaint device was discarded. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 5, 2022. In addition to the left sided rupture reported initially, the patient also experienced bilateral ptosis. This report relates to the left prosthesis. See 1645337-2022-04123 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).